Event description:
A caregiver reported a delivery issue with a replacement adc device. It was initially reported that the adc meter would not turn on and a replacement was ordered however, the caregiver called back to report that the order was not received. Due to this, the customer experienced a loss of consciousness and the ambulance was called however, no further details were reported as the caregiver did not provide additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The useful life of freestyle xido optium neo meter is 5 years. As the manufacturing date of this product is 2016, it has been in distribution beyond its useful life as of the case awareness date of (B)(6) 2022. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. If the product is returned, the case will be re-opened, and a physical investigation will be performed no additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a delivery issue with a replacement adc device. It was initially reported that the adc meter would not turn on and a replacement was ordered however, the caregiver called back to report that the order was not received. Due to this, the customer experienced a loss of consciousness and the ambulance was called however, no further details were reported as the caregiver did not provide additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter (B)(6) was returned and performed visual inspection, no issues were observed. Inserted retain batteries. Indicator light was not flashing. Meter powered on with button depression. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.